Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked while filling the reservoirs with insulin. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The o rings were coming out when the customer pushed the insulin into the reservoir. The device will be returned for analysis.